Event description:
It was reported that, "pt stated that has been experiencing a loud squeaking noise and pain from left hip."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.